Manufacturer narrative:
Inspection of the drive mechanism found the spring latch to be misaligned on the ratchet gear. The spring latch did not properly release the clutch spring so the ratchet gear was unable to rotate. Fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula due to the misaligned spring latch. The misaligned spring latch can be confirmed as the cause of the failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 397 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia.